Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the echo-hd-22-ebus-o-c device of lot was returned for evaluation open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on (B)(6) 2026. The lab evaluation notes and lab attendance can be viewed in the ¿examination of returned device¿ section. Visual inspection: device returned with stylet not fully inserted into device. Distal end of needle examined and kink observed measuring approx. 1.7cm biological matter observed. Stylet examined and no issue observed, biological matter observed. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with difficulty. Stylet removed from device with no issue. Attempted to re-inserted the stylet but unable to pass the distal needle kink. Following the returned laboratory evaluation, additional information was requested to further assess the reported issue. Based on the evidence obtained, this file documents a distal needle kink. From additional information provided: ¿I punctured a lymph node, but then I noticed that the needle wouldn¿t move and felt as though it was stuck. I then tried to pull the needle out of the lumbar puncture site. At first, this wasn¿t possible, but eventually the needle came loose. I then slid the protective cap over the needle and pulled the needle and device out. Once outside the patient, I removed the needle from the device and noticed that the needle had bent." The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the instructions for use, ifu0109 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: the definitive root cause could not be determined from the investigation. The distal needle kink may have been associated with puncturing a firm lesion or contacting cartilage during the procedure. Procedural notes indicate that puncture of the target site was difficult, suggesting that increased tissue hardness may have contributed to kinking at the distal end of the needle. Therefore, the most probable cause of the reported issue is a difficult puncture, leading to needle kinking. Procedural factors, including tissue resistance and angle of entry, are also considered to have contributed to the device failure. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the tip of the needle broke off. Following the returned laboratory evaluation, additional information was requested to further assess the reported issue. Based on the evidence obtained, this file documents a distal needle kink. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, no adverse effects on patient have been reported. Investigation findings conclude that a definitive root cause could not be determined. The distal needle kink may have been associated with puncturing a firm lesion or contacting cartilage during the procedure. Procedural notes indicate that puncture of the target site was difficult, suggesting that increased tissue hardness may have contributed to kinking at the distal end of the needle. Therefore, the most probable cause of the reported issue is a difficult puncture, leading to needle kinking. Procedural factors, including tissue resistance and angle of entry, are also considered to have contributed to the device failure. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of the needle broke off. The tip of the ebus needle broke off when attempting to puncture the lymph node. The broken needle tip could be pulled out, but was then lost outside the patient in the treatment room.